Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that there was no sound when powered on. Found during inspection. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing there was no beep heard upon power on, however the device alerts functioned during alarm conditions. There are white illuminated pixel lines across the lcd screen which does not appear to obstruct readability of measurement values. The buzzer component and lcd were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.